Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Iforia 5 vr-t dx promri df-1: upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 95 months and 37 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the atrial and far field channel. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. Protego df-1 promri s dx 65/17: upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. A locking stylet was inserted in the distal lead fragment. In the course of the analysis, multiple signs of wear could be found along the lead body. In particular 41 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was extracted due to oversensing in the ventricular channel. Should additional information be received, this file will be updated. The associated device was prophylactically explanted due to the field safety corrective action, bio-lqc, initiated in march 2021.